Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, optic rupture was observed after being inserted in cartridge. The procedure was completed with another lens. Additional information was requested.

Manufacturer narrative:
Additional information was provided in d.4.,d.9., h.3., h.6. And h.11. Two photos were provided. The first photo showed the opened carton (back view). The lens case was beside the open carton. The yellow lens was observed taped to the front of the lens case lid. The lens had been cut into two pieces. One haptic was broken-gusset area. No other details could be seen due to the tape. The monarch cartridge was also observed taped to the front of the lens case lid. There appeared to be viscoelastic in the cartridge. No other details could be seen due to the tape. The second photo was a close-up of the lens case, lens and cartridge. The lens was visible taped to the lens case lid. The same damage was visible. The lens had been cut into two pieces. One haptic was broken-gusset area. The portion with broken haptic had a line that may have been a crack. No other details could be seen due to the tape. The cartridge was beside the lens case on a piece of tape. The view was from the bottom. There appeared to be viscoelastic in the cartridge. The used company cartridge was returned taped to the lens case lid. Viscoelastic was observed in the cartridge. No cartridge damage was observed. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was con ducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter was indicated. It is unknown if a qualified handpiece and viscoelastic were used. No problem was found with the returned used company cartridge. No cartridge damage was observed. Top coat dye stain testing was con ducted with acceptable results. The returned lens was damaged. The damage observed was a crack perpendicular to the travel path with extend from one haptic junction toward the optic center. This type of damage may occur of there is plunger override. It is unknown if a qualified handpiece and viscoelastic were used. The IFU (instructions for use) instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.